Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-20. Bd received 1 sample and 3 photos for investigation. The photo were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples along with 50 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin) there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the additive was found to be at the upper part of the tube (near the cap side), and this affected tube could not be used.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin) there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the additive was found to be at the upper part of the tube (near the cap side), and this affected tube could not be used."